Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol sepramesh ip. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #2). It is alleged by the patients attorney that sometime (no information provided), the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. On (B)(6) 2008 or (B)(6) 2010 the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol ventralex (device #1) and bard/davol flat mesh (device #2). As reported, the attorney alleges general allegations against the bard/davol ventralex (device #1) and bard/davol flat mesh (device #2) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard/davol flat mesh (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol sepramesh ip. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2007) is considered to be a best estimate. This supplemental emdr represents bard flat mesh (device #2). An additional supplemental emdr was submitted to represent mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #2). It is alleged by the patients attorney that sometime (no information provided), the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. On (B)(6) 2008 or (B)(6) 2010 the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol ventralex (device #1) and bard/davol flat mesh (device #2). As reported, the attorney alleges general allegations against the bard/davol ventralex (device #1) and bard/davol flat mesh (device #2) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2008- patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the ventral sac was dissected down and a ventralex mesh (device #1) was placed and sutured." (B)(6) 2008- patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of bard flat mesh (device #2) and explant of ventralex mesh (device #1). Per operative notes, ¿the previous mesh (device #1) was carefully cut down and removed. Adhesions up to the fascia were lysed. A bard flat mesh (device #2) was placed and sutured." (B)(6) 2010- patient was diagnosed with recurrent incarcerated ventral incisional hernia, abdominal pain thereby underwent open repair with the implant of sepramesh ip (device #3) and explant of bard flat mesh (device #2). Per operative notes, ¿scar tissue was dissected and bard flat mesh (device #2) was completely removed. Numerous fascial adhesions were lysed. A sepramesh ip (device #3) was placed and sutured."